Manufacturer narrative:
A ge representative evaluated the system and was unable to duplicate the reported problem. System operating as intended.

Event description:
It was reported that the system keyboard failed while trying to input patient information. No patient injury was reported.